Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. The patient effect of death is consistent with the product risk profile and is, therefore, expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date estimated. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects referenced in the article are filed under a separate medwatch report number. Attached article, titled: safety and efficacy of using the viabahn endoprosthesis for percutaneous treatment of vascular access complications after transfemoral aortic valve implantation. Na.

Event description:
This event is from a literature review identifying transcatheter aortic valve implantation (tavi) procedures with prostar xl use which may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: safety and efficacy of using the viabahn endoprosthesis for percutaneous treatment of vascular access complications after transfemoral aortic valve implantation.